Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the sonicbeat surgical instrument tissue grasping insulation pad melted and the metal was exposed during a laparoscopic appendectomy. The procedure was completed after switching to a different olympus device. There was no health hazard to the patient.